Event description:
Reference number (B)(4). Event occurred in austria, it was reported that on (B)(6) 2024, the patient experienced an issue with an infusion set that leaked after one day of use. The leak was in the tubing, which did not come apart. The event occurred on (B)(6) 2024. There was no stress or pull on the infusion set tubing. The patient was advised to check for visible damage, but no information was provided about the findings. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: austria. H11 : since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.